Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the control printed circuit board (pcb) was replaced. The issue has been resolved and the device was delivered to the user in working condition. The control pcb contains electronics (including microprocessor) responsible for e.g. For inspiratory pressure regulation and constant inspiratory flow, which can be used during inspiration time in any mode. Defective control pcb may lead to stop of ventilation. The received device's logs do not contain records from provided date of event. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).